Event description:
The reporter claimed that his blood glucose elevated to 500 mg/dl after the animas pump stopped working. Reportedly, during the night before, the patient accidentally dropped his pump on the tile floor. His bedtime blood glucose was at 140 mg/dl. In the morning, the screen on the pump came loose while the alarm alerted the patient to prime his pump. His morning reading was at 500 mg/dl with symptoms of nausea and vomiting, mild shortness of breathe, and cramping. He administered self treatment with insulin via syringe. His symptoms abated as his blood glucose was lowered to 442 mg/dl. This complaint is being reported because the patient allegedly had symptoms suggestive of hyperglycemia after the animas pump ceased to work.

Manufacturer narrative:
Animas has conducted a review of the device history record on (B)(6) 2011 for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.